Event description:
During evaluation of a returned spectrum iq pump, the device was not able to detect a closed door alarm. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the pump was not able to detect a closed door, the pump alarmed a "load set" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as constant or intermittent close door message. The cause of the condition was the loose upper auxiliary screw and the worn door hooks. The upper auxiliary and the door hooks require replacment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.